Event description:
It was reported that the user experienced a low blood glucose of 58 mg/dl that was trending downward, and oral carbohydrates were administered with a caregiver present; troubleshooting and education were provided. Symptoms included hypoglycemia. Outcomes included non-serious, transient impact that was addressed with oral glucose without escalation of care. Investigation included complaint handling and clinical assessment based on user report. Investigation of this case revealed no device malfunction reported or identified, and no device component issue described; the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.